Manufacturer narrative:
Estimated date. The device was returned for analysis. The reported cuff miss was confirmed. The posterior foot was separated and not returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown.

Manufacturer narrative:
Estimated date. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a vessel was attempted with a proglide device, using the pre-close technique, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the proglide needles did not engage, a ¿cuff miss¿ occurred. The sutures of two additional proglide devices were successfully preplaced. The evar procedure was completed and hemostasis was achieved with the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.